Event description:
It was reported that the pump did not recognize the locked-in, during device analysis, the latch lock flex sensor was found to be faulty. There was patient involvement, but no patient harm.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found no history in the past 12 months. The customer issue was confirmed through the latch lock test. The root cause of the issue was undetermined as after replacing the latch/lock mechanism, the issue persisted. However, the latch/lock sensor will be replaced to fix the issue.